Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Elective replacement indicator was no, indicating that the generator had not reached end of service. Further follow-up revealed that the patient's lead was replaced. It was reported that there was apparently no strain relief loop at time of initial implant. No problems were noted with the generator/lead connection prior to explant. Lead break is suspected. Device diagnostic testing with new lead attached to original generator was within normal limits.